Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The energy was stable during treatment day. According to the provided patient interface serial number, the treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a gas break through. Upon follow up, issue occurred during lasik treatment. The patient cooperated during the surgery. No patient harm was reported. Procedure was not able to be completed that day. There was a change in the original treatment plan. Case was converted to photo refractive keratectomy (prk).